Manufacturer narrative:
The ventilator was evaluated by a hosp tech and was found performing within specs and was put back to svc. The distributor was contacted about the event seven days afterwards and the logs were downloaded. Eval of the event lot shows that the ventilator was in use after the event and therefore the older logs were overwritten. The memory storage capacity for the event log has limited capacity and older logs are overwritten as new ones are entered. The event log shows the chosen ventilator mode, the ventilator settings, set alarm limits and general alarms. The technical log has no entry from the date of event. The test log shows passed pre-use checks before and after the event. The no entry in the technical log and the passed pre-use checks indicates that there was no ventilator malfunction. This is also supported by the findings of the hosp tech and the normal functioning of the ventilator after the event. What caused the experienced problem cannot be determined.